Manufacturer narrative:
(B)(4) the g5 system is associated with product code pqf. Product code pqf is not currently available in common device name. Diabetes mellitus is a known cause of blood sugar abnormalities that can lead to dizziness or vertigo.

Event description:
Dexcom was made aware on 12/28/2016 that on (B)(6) 2016, the patient experienced an adverse event. Patient reported having an episode of dizziness and vertigo. Patient was taken by ambulance to the hospital. The patient was not using the continuous glucose monitor (cgm) at the time of the hospital visit. No additional event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.